Manufacturer narrative:
Additional narrative: date of postoperative non-union is unknown. Implant/explant date: unknown. It is unknown if the complainant part is available for return. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a post market surveillance review, maude report number (B)(4) was identified.